Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) had flipped in the pocket and was causing patient pain and charging difficulties. The patient underwent a revision procedure wherein the ipg was repositioned back to its original side and the pocket was made smaller. The patient was doing well postoperatively and the device remains implanted.

Manufacturer narrative:
Correction to initial MDR in blocks: b1, b5, and h6. Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg). X ray imaging revealed that the ipg had flipped within the implant pocket. The patient subsequently underwent a revision procedure during which the ipg was repositioned, and the pocket was reduced in size. The patient reportedly did well postoperatively.